Manufacturer narrative:
The lead was cut in the field and only the proximal 20.4 cm of the lead was returned for analysis. External abrasion with exposed re cables was found at 16.2-17.0 cm from end of the df-1 pin. The lumen to the inner coil and the etfe coating on the re cables were intact in this area. Since the entire lead was not returned, a complete analysis could not be performed.

Manufacturer narrative:
(B)(64. External abrasion with exposed re cables was found at 16.2-17.0 cm from the pin consistent with friction to the ICD can. The etfe coating on the re cables were intact in this area. Since the entire lead was not returned, a complete analysis could not be performed.

Event description:
It was reported that during device revision, the rv lead was replaced due to externalized cables. The patient was in good condition after the procedure.